Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access a bin again after pulling a medication that was later identified as expired and the system indicated that no additional stock was available. A technical support specialist (tss) found in myqlink that the user had inadvertently zeroed out the bin during the initial removal, which created an inventory discrepancy and caused the system to reflect zero quantity on hand. Since the item was also stored externally in a lockbox, the customer was able to use the just-key method as a temporary workaround to obtain the medication and then return the key afterward. The customer was advised that the bin will need to be cycle counted and the discrepancy resolved to restore accurate on-hand quantity. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user had pulled a medication but discovered that it was expired. When attempting to pull another one, the system indicated that there were no more on hand. Upon checking myqlink, it was found that user had zeroed out the bin, which created a discrepancy when pulled the medication. Someone with access to cycle count needed to correct the quantity on hand. As a workaround, user was able to pull using the key since the item was stored externally in a lockbox. However, there were no adverse events or injuries reported based on this event.